Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The blood glucose level was unknown. Customer stated that it was the second occurrence of replace battery alarm without low battery warning. The insulin pump also had blank display which was resolved after reinserting the battery. The product will return for the analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display noted. Device received with normal operating currents, no unexpected power loss alarms noted during testing. Device passed the displacement test. Hardware low level failures error alarmed during self test and was confirmed in device history file due to a cracked solder joint at ambient light sensor.